Event description:
It was reported that the patient presented in the ep lab for device upgrade. Externalized conductors were noted via fluoroscopy. All electrical measurements were normal. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.